Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the socket for connecting 180 series endoscopes was not working. The issue occurred during service / maintenance (not in a clinical setting). There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: system failure of circuit board (cp) board, and stripes appearred in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a system failure of circuit board (cp) board, stripes appeared in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.